Manufacturer narrative:
The clinical observation was unable to be confirmed. Manufacturing records were unable to be reviewed as no serial number was provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Calcific degeneration is contributed to many factors which include patient factors (age, disease state, pharmacological intervention, etc.) Mechanical stress related to the valve¿s hemodynamics performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edward¿s tissue valves due to anti-calcification treatments during manufacturing. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis in this case, svd was most likely due to a patient condition/factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Medical treatment was performed due to stenosis and regurgitation. Implant duration was approximately 8 years.

Manufacturer narrative:
The reported device was not returned as it was left implanted. Attempts to obtain additional information were unsuccessful. Without return of the explanted device or additional information the reported re-operation cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm mitral bioprosthetic valve that required valve in valve intervention for unknown reasons after an unknown implant duration. The patient was implanted with a 26mm transcatheter valve by transapical approach. There were no reported complications. The patient was noted as stable.